Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated pledget unraveled and fall apart. Doctor had to remove pieces and removed another tampon that was present. Consumer prescribed antibiotics.